Manufacturer narrative:
Investigation summary: the 4pcs of return samples were investigated, 3 of their cannula angles were greater than 3°, the rest one was 0.8°; 3 pcs pen needle product which angularity more than 3 degree were inspected by visual inspection on machine, all of the defect samples were rejected by machine; DHR of lot 7159354 was reviewed and no abnormal found; manufacture records of 7159354 were reviewed, no abnormal was found; base on investigation above, the complaint is not manufacture issue. Investigation conclusion: base on investigation above, the complaint is not manufacture issue. Root cause description: manufacture records of 7159354 were reviewed. Rationale: base on investigation above, the complaint is not manufacture issue.

Event description:
It was reported that during use of the bd nano¿ pen needle 32gx4mm 14 pack, the user found needles in the body after injecting insulin. The customer went to peking university third hospital and did ultrasonic b and CT, but needle couldn't be found. There was no report of exposure.